Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 45 mg/dl, and the bg meter was reading 375 mg/dl. The patient was vomiting. The patient¿s boyfriend took her to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, phenergan, and IV fluids. The patient was discharged home the following day, on (B)(6) 2024. The patient was tired, but ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.